Manufacturer narrative:
Review of the returned device revealed a tear between the 13cm and 14cm depth markings and estimated to be approximately 0.887 cm in length. A liquid leak test showed the lumen damage corresponded to the white luer. No leak was observed when flushing the red luer. The wall thicknesses of the lumen were within specifications. The device was manufactured to specifications and all relevant dimensions taken remain within specifications, the root cause of the burst lumen cannot be determined.

Manufacturer narrative:
Report mw5082411 was received from the FDA. An investigation has been initiated.

Event description:
PICC located on right upper arm. Swelling noted to arm, ultrasound performed on (B)(6) 2018 that was negative for clot formation @ PICC site. On (B)(6) 2018 PICC line discontinued and found to have hole in it.